Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to hw failure on the main electronics. Assuming cfb issue as the start up test is not executing. As a resolution, the main electronics needs to be replaced.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had user interface issue. No patient involvement associated with this issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. However, vyaire technical support provided different ways to handle the issue. 1. Force-quit and restart the machine. 2. If the ui failsafe screen appears again after a force-quit and restart, try to download the logs while the "bellavista detected a user interface screen" is visible. 3. If the grey bar doesn't appear at all and it is not possible to download the logs, it could help to load the factory defaults and restart the machine. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.